Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131. G.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). H.6 - imdrf annex f code- f26. Investigation summary: based on the investigation results, the reported issue of tube not pressurized was confirmed. The potential cause was determined to be due to damage to fittings over time in the bal seal assembly. Fse completed the repair and the instrument is functioning as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd facscanto¿ ii system w/fluidics cart tube could not pressurize. The following information was provided by the initial reporter: customer reported error tube could not pressurize. Check wet cart pressure is ok at 65, error occur while using loader. Lifter rod is clean, customer check drawer is properly locked into position. There were no broken wires in the cable beam from the loader. Customer also tried replace bal seal, no damage found on the sit area around bal seal/nut retainer. Error still persists.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii system w/fluidics cart tube could not pressurize. The following information was provided by the initial reporter: customer reported error tube could not pressurize. Check wet cart pressure is ok at 65, error occur while using loader. Lifter rod is clean, customer check drawer is properly locked into position. There were no broken wires in the cable beam from the loader. Customer also tried replace bal seal, no damage found on the sit area around bal seal/nut retainer. Error still persists.